Event description:
Data was provided for investigation. The patient's intermittent estimated glucose values were above the high threshold for the entire day of (B)(6) 2025 prior to the onset of prolonged signal loss around the time of the incident. Confirmation of the allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noticed he had signal loss prior to going to bed. During the night, the patient felt ill and was experiencing vomiting, dizziness, nausea, and ¿severe dehydration¿. The cgm was still in a signal loss state at this time, so the patient tested his bg meter reading, which was 636 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s mother took the patient to the emergency room for evaluation. At the ER, the patient was treated with an IV insulin drip and dextrose. The patient was discharged home 2 days later, on (B)(6) 2025. The patient was ¿feeling alright¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.